Event description:
The hospital reported that during coronary artery bypass graft procedures, several heartstring seals malfunctioned. The initial report did not provide additional info regarding the clarification of the failure modes. No pt complications were reported by the hospital.